Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately high compared to another device (doctor¿s meter, unknown brand). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 7:40 p.m., on (B)(6) 2020. The patient claimed obtaining a blood glucose reading of ¿306 mg/dl¿ with the subject meter and ¿246 mg/dl¿ on the other device, performed more than 30 minutes apart. The patient manages their diabetes with self-adjusted insulin (levemir) and advised that she ¿took too much insulin¿ (dose not specified) in response to the alleged elevated reading obtained on the subject meter. The patient advised that at 7:40 p.m., after the alleged issue occurred, she developed symptoms of feelings ¿sleepy, nodding off and dizzy.¿ the patient denied receiving treatment as a result of the alleged issue. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject device and that an approved sample site was used to obtain the result. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issue occurred.